Manufacturer narrative:
A visual and microscopic examination revealed stent damage; struts on the two distal rows were raised. Further analysis revealed a kink in the hypotube and tip damage. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause for this complaint is operational context.

Event description:
Same case as MFR# 2134265-2009-00463. The event is now reportable based on the analysis approved in 2009. It was reported that during a coronary drug-eluting stenting (des) treatment procedure, the stent delivery system (sds) was unable to cross the lesion. The 2.50x8mm taxus liberte des stent delivery system was advanced to but could not cross the target lesion located in the left anterior descending (lad) artery. Another taxus liberte des, size 2.25x12mm, was also advanced but did not cross the lesion. The physician used a coronary balloon to complete the procedure and "quit implanting the stent." There were no patient complications and the patient's current condition is listed as "stable". However, the returned product analysis of the 2.5x8mm taxus stent revealed distal stent damage.